Event description:
Pt states since getting shot, ankles have been swelling bilaterally. Pt has mdo appt in 2 days. Frequency: other, route: intra-articular. Dates of use: (B)(6) 2018. Is the product compounded: no; is the product over-the-counter: no.